Event description:
A vague report was rec'd that the infusion pump was involved in an overdelivery. Channel one was programmed to infuse a 1 l solution at 42 ml/hr. Channel two was programmed to administer a 250 ml solution at 11 ml/hr. Reportedly one of the channels completed five hrs early. It is not known which channel was involved. Reportedly this scenario happened on three occasions. There was no pt injury.